Event description:
A complaint was received from a customer that reported the "hundreds unit" on the display is blurry. Upon investigation several segments of this unit were missing. A request was made to return the system for eval. In the meantime, a replacement unit has been provided.